Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and failed to close. A field service engineer found the inseparable spring broken, removed and replaced it, and tested functionality in the hardware test application. The customer verified by performing an inventory test, and the system worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had broken and repeatedly failed to remain closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.